Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields: h2, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the cable was involved in an issue related with an intermittent image. There were no reports of patient harm.

Manufacturer narrative:
The establishment name could not be totally written, due to character limitations. The full name is: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.